Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, stent damage occurred. The pt presented with an acute myocardial infarction (ami). The 99% stenotic lesion was located in the calcified and severely tortuous left anterior descending (lad) coronary artery. The lesion was predilated with a 3.0mm balloon inflated to 14 atms. The 16mm x 3.00mm liberte' stent delivery system failed to cross the lesion, and upon withdrawal, the struts of the stents were "flared". The procedure was successfully completed with a different device. No pt complications were reported. Pt status is reported as "good". Additional info has been requested regarding this event.